Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc did not boot up. To resolve the issue, the philips engineer re-plugged the image disk and formatted the ippc. The system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had image storage issues and would not product x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with the image disk of the ippc (image processing computer). The fse reconnected the image disk, rebooted the system and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.